Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the onset of the infection was (B)(6) 2011. It was stated the patient had an incisional wound opening, redness, and drainage. It was stated the primary location of the infection was at the device pocket and the catheter or lead track. It was noted a culture was obtained from the device pocket and the type of organism that was cultured was gram-negative rod (gnr). It was stated the patient had IV antibiotics. It was noted the infection had resolved. It was stated all of the devices were removed and subthalamotomy was performed. It was stated the patient had several previous scalp erosions over the connectors.

Event description:
It was reported that both systems were removed due to an infection. It was noted that the right side was removed first, then the left side lead and then the rest. Additional information has been requested, but it was not available as of the date of this report. Please refer to manufacturer report # 3004209178-2014-03825.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0405874v, implanted: 2004 (B)(6), explanted: 2010 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6); product type extension product ID 3387-40, lot# j0340363v, implanted: 2003 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).